Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "early to medium-term outcomes of uncemented ceramic-bearing total hip arthroplasty in teenagers for paediatric hip conditions" written by p. K. Buddhdev, I. S. Vanhegan, t. Khan, and a. Hashemi-nejad published by the bone and joint journal on january 1, 2020, was reviewed. The primary aim of this study was to determine the survival rate of coc tha in a large cohort of young recipients (19 years and younger). 60 hips (51 patients) were involved in the study. All patients had complex medical histories. Of those 60 hip 13 hips were implanted with pinnacle cup or corail stems, 11 hips were implanted with pinnacle cups and a competitor stem, and 1 hip was implanted with pinnacle cup and proxima stem. Six hips required supplementary acetabular screws ¿ no indication of which cups those patients had. There were no periprosthetic infections, joint dislocations, significant leg length discrepancies, or bearing fractures in this cohort.97% survival rate at 9.3 years. Adverse event potentially involving depuy ¿ synthes products: 1 hip was revised for development of a painful, squeaky hip 11 years post-op due to acetabular cup loosening. 1 hip was revised 5 years post-op and was found to have aseptic loosening of the femoral component.